Manufacturer narrative:
Device analysis findings: the device was returned for analysis; examination of the balloon identified a pinhole 2mm proximal to the proximal markerband. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to patient condition. It is likely that interaction occurred between the balloon and the 75% stenosed, moderately tortuous and moderately calcified lad lesion which likely contributed to the pinhole observed and subsequently led to the inability of the balloon to inflate.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that the balloon failed to inflate. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure after removal, inflation was attempted outside the body, but pressure could not be applied. The procedure was completed with another device. There were no patient complications. However, device analysis revealed a balloon pinhole 2mm proximal to the proximal markerband.